Event description:
It was reported that the patient's blood glucose level reached 27 mmol/l (486 mg/dl). The pod was worn between 5 and 24 hours on the arm. Hyperglycemia treated with a new pod.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls. The soft cannula was observed to be bent . It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.